Event description:
The facility representative reported an ipump with a condition of the pump did not work in the battery mode. This condition occurred during testing. This condition has the potential to interrupt delivery. There was no patient injury according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been returned to baxter for evaluation. When the evaluation is complete or if additional information becomes available a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "the pump did not work in the battery mode" was not confirmed. The root cause was not identified and there were no repairs made to fix the problem. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.